Manufacturer narrative:
On 11/29/2017, bwi received additional information regarding this event: although the physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, it is not known what caused the injury. Additional concomitant product: webster quadripolar catheter w/auto-ID, model # d-1085-254-s, lot number unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: decanav coronary sinus catheter, model and lot numbers unknown. Carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for left-sided wolff-parkinson-white (wpw) syndrome with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. Ablation was performed in the coronary sinus. Physician experienced difficulty placing the rv catheter. During ablation phase, the patient became hypotensive and a pericardial effusion was detected. Protamine was administered for heparin reversal. Pericardiocentesis yielded 200 ml. Patient was stabilized, pericardial drain was left in place, and the patient was transferred to the intensive care unit for recovery and observation. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It is unknown at what point during the procedure the injury occurred. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 25 watts (not titrated) at the time of injury. There are no further details regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 250-350 seconds. There is no information regarding spi value. Smart touch catheter was in close proximity to the decanav coronary sinus catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter there were no errors reported on any bwi equipment during the procedure.